Event description:
The report from the field indicated that during a coronary stenting procedure, the cypher stent dislodged off of the stent delivery system (sds) in the left main coronary artery (lmca). The stent fractured into two (2) pieces and was retrieved using a snare device. There was no reported pt injury. The procedure was the index procedure for this pt. The target lesion was reported to be a mid diagonal coronary artery. The lesion was pre-dilated. The physician was unable to cross the lesion with a cypher 2.5/23 mm stent, stopping at the origin of the vessel. The physician pulled back, and the stent did not move. The stent then dislodged and broke into two (2) pieces. The two pieces of the stent were retrieved, one into the guiding catheter and one piece into the manifold. Angiograms were done to assess any pt problem. There was no reported pt injury.